Manufacturer narrative:
(B)(4).

Event description:
It was reported episodes of inappropriate auto mode switching due to far r wave oversensing was observed. Programming change was made to avoid the oversensing. Patient was asymptomatic.